Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic with complaints of low flow alarms, mostly at night intermittently for the last 10 to 14 days. The patient is often very preload dependent and spouse has been pushing po fluids over the last several days. The patient is on home oxygen and has some chronic shortness of breath (sob). The patients mean arterial pressure (map) in clinic was 70 and the patient¿s speed was increased morning of (B)(6) 2021 from 9000rpm to 92000rpm based on the patient¿s echocardiogram on (B)(6) 2021 (av opening each beat) and current clinical symptoms. Log file submitted captured intermittent low flow events between (B)(6) 2021. Additional log file from (B)(6) 2021 was received for the ongoing low flow have persisted with the patient being asymptomatic for all events however were sometimes resolved with repositioning to the patient¿s right side. The patient was brought into clinic on (B)(6) 2021 in the morning for further evaluation. Ramp study under transthoracic echocardiogram revealed the av remaining open during each beat regardless of speed and final speed setting was 9800rpm. Log file captured further intermittent low flow alarm form (B)(6) 2021 with the estimated flow appears to be fluctuating below the alarm threshold of 2.5 lpm. The cause of the low flows has been identified, as the patient was diagnosed with a laminated thrombus on inflow cannula. At this time, they are not planning on surgical intervention due to the patient¿s wishes and age. The patient¿s international normalized ratio (inr) goal was increased to keep the patient¿s blood a little bit thinner, with a goal of 2.5-3.5. There has been no equipment replaced or returned. The patient will be continued to be monitored in the hospital for low flows. Patient is completely asymptomatic with these low flow alarms. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the suspected thrombus could not be conclusively established through this evaluation. Additionally, analysis of the log files provided by the account confirmed low flow hazard alarms; however, a specific cause could not conclusively be determined through this evaluation. The account submitted log files for review. Analysis of the submitted log files revealed transient low flow hazard alarms were captured between (B)(6) 2021 through (B)(6) 2021 when the flow dropped below the 2.5 lpm threshold that resolved. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient presented to the clinic with complaints of low flow alarms, mostly at night intermittently for the last 10 to 14 days. The patient is often very preloaded dependent and the patient¿s spouse has been pushing po fluids over the last several days. The patient is on home oxygen and has some chronic shortness of breath (sob). The patient¿s speed was increased on (B)(6) 2021 based on the patient¿s echocardiogram performed on (B)(6) 2021. A ramp study under transthoracic echocardiogram revealed the atrioventricular (av) remaining open during each beat regardless of speed. According to the account, the cause of the low flow alarms was due to a laminated thrombus on the inflow cannula. The patient will be continued to be monitored in the hospital for low flows. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 05mar2014. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombus as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1 of this IFU. The low flow alarm is triggered when the flow is less than 2.5 lpm. The section entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, addresses assessing pump flow, and outlines indications of thrombus and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.